Event description:
The customer reported an issue with the incorrect time displayed on their pump and was unaware of the reason behind this discrepancy, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, with no previous settings resulting in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time, successfully addressing the issue.